Event description:
The customer called from the hospital, reporting high blood glucose levels. The customer did not have a tubing clamp or hemostat to conduct the high pressure test. The customer stated that she would call back to troubleshoot. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.